Manufacturer narrative:
Device passed functional testing including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and self test. Device communicated properly with test guardian link transmitter and blood glucose meter. No communication anomaly noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 42 mg/dl at the time of incident. Customer was treated with cookies and orange juice. Troubleshooting was declined. Customer stated that the insulin pump had that no communication last night and changed sensor. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed-inf set.